Event description:
It was reported that the patient was satisfied with her cochlear implant. However, since one month, the patient has sometimes been hearing either loud or quiet sound sensations. Every now and then the patient reported sound while she was not wearing her processor. On (B) (6) 2008, the patient suddenly experienced a loud sound and felt very bad. From then on the patient has no longer been able to hear with her device.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.